Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found the airway pressure luer lock connection on the ventilator was broken. The fsr performed the 2k hour preventative maintenance and the device passed the performance check. The device meets manufacturer's specifications.

Event description:
The customer reported that the frequency on the ventilator was fluctuating while the device was in use on a patient. The end-user swapped the ventilator out and there was no patient compromise.